Event description:
Post op, pt reported awareness and pain during general anesthesia for umbilical hernia repair (procedure time 25 min). Investigation found vaporizer not completely seated and locked to anestheisa machine manifold. Oxygen, nitrous oxide, and vaporizer agent mixture was diluted with air introduced through vaporizer - manifold leak. Investigation determined the vaporizer lock down bolt was bent and could not properly attach to vaporizer manifold fixture.